Event description:
It was reported to philips that the customer requested to exchange their therapy pca due to it being "defective". The manner in which the therapy pca was defective was not disclosed. There was no reported patient involvement.